Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: MFR reference report: 1627487-2018-12113, and 1627487-2019-01407. It was reported that the patient had a head wound healing issue. The full system was explanted on (B)(6) 2018.

Event description:
Device 3 of 3: MFR. Reference report: 1627487-2018-12113, and 1627487-2019-01407.

Event description:
Device 3 of 3: MFR reference report: 1627487-2018-12113, and 1627487-2019-01407. It was reported that the wound issue is resolved.